Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor was intermittently displaying a service code 201 (response buttons stuck). The cause for the service code was contamination on the rear response button cable. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.